Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility was doing a procedure on a female patient to get fistula access, but they couldn't as it was occluded. It was stated they first tried the right ij, but it was occluded, this was discovered via ultrasound and the catheter was then placed in the left ij. It was reported it looked as if the catheter had been placed, but the patient began moving and the nurses checked her and told her to hold still and she coded, passing away. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the returned device caused or contributed to the reported patient death was inconclusive due to the sample condition and the limited information that was provided for investigation. One 23cm straight glidepath catheter was returned for investigation. The catheter was received with the stylet in the venous (blue) lumen. The stylet was twisted inside the venous extension leg. The stylet extended 1.9cm from the distal tip of the catheter. The stylet was kinked 1.5cm from the distal tip of the catheter. The hang tag, which reads ¿do not clamp arterial (red) lumen until stylet is removed. Remove stylet after catheter insertion procedure.¿ was not returned for investigation. The venous extension leg exhibited semi-circumferential creases that are consistent with clamp marks. There were no clamp marks in the stylet that coincided with the clamp marks in the extension leg. The cuff was discolored from use. Blood residue remained in one of the holes in the distal end of the catheter. A functional test revealed that the arterial (red) lumen was patent to infusion. The stylet was occluded due to the twist/kink in the stylet tubing. No other damage was observed on the catheter. It is unknown if the stylet was a factor in the reported event. The catheter was received with the stylet in the venous (blue) lumen with the stylet protruding from the venous lumen opening. The stylet misplacement is not consistent with how the product is packaged and the instructions in the IFU. The catheters are packaged with the stylet in the arterial (red) lumen with the stylet protruding through the end hole in the catheter tip, which is only found on the arterial side of the catheter. The product IFU contains the following instructions and cautions associated with the stylet. ¿stylet is intended for use over a guidewire to aid in placement. Inserting the stylet into the venotomy without tracking over a guidewire could result in vessel damage including perforation.¿ ¿flush each lumen with heparin solution prior to insertion and clamp the extension legs. If using stylet, do not clamp the arterial (red) lumen until the arterial insertion stylet and guidewire are removed. Clamping will kink the stylet and prevent guidewire passage.¿ ¿if using stylet, unscrew the stylet hub from the arterial luer-lock connector and retract stylet until it is no longer visible at the arterial lumen tip. Caution: failure to retract the stylet when inserting the tunneler into the catheter tip can result in damage to the stylet.¿ ¿if using the stylet, push it back into the arterial lumen and through the end hole in the catheter tip. Make sure the stylet protrudes from the catheter tip not the arterial lumen opening. (See step 4. [On the right]) tighten the stylet hub onto the luer-lock connector of the arterial lumen.¿ ¿if not using a stylet, the proximal end of the guidewire must be inserted into the end hole of the catheter tip and threaded into the arterial lumen. The guidewire must be threaded through the arterial lumen until it extends out the arterial luer-lock connector (red). If using stylet, thread the proximal end of the guidewire through the distal tip of the stylet until the guidewire extends out the stylet luer-lock connector.¿ ¿warning: cardiac arrhythmias may result if the guidewire and/or stylet is allowed to touch the walls of the right atrium.¿ ¿caution: ensure that the catheter does not move out of the vein while removing the insertion stylet.¿ due to the sample condition and the limited information that was provided for investigation, no further action will be taken. The reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility was doing a procedure on a female patient to get fistula access, but they couldn't as it was occluded. It was stated they first tried the right ij, but it was occluded, this was discovered via ultrasound and the catheter was then placed in the left ij. It was reported it looked as if the catheter had been placed, but the patient began moving and the nurses checked her and told her to hold still and she coded, passing away. No other information was provided.